Manufacturer narrative:
(B)(4). It was reported that during preventive maintenance, (B)(6) software failed to set tool. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation a communication error occurred during a preventive maintenance, log files analysis showed that this event occurred at the same time as a communication error, leading to the shutdown of software, due to a shared memory. This design defect is currently being escalated as part of the scope of a corrective action.

Event description:
During preventive maintenance (B)(6) software closed abruptly when the field service engineer tried to install tool distance sensor mt-02-183 (B)(4). Error message "failed to set tool" was shown, and the field service engineer re-started (B)(6) and (B)(6) software which resolved the problem. No patient involvement, no surgeon involvement, no clinical consequences, no delay to surgery.